Event description:
Physician was performing a bone marrow aspirate and biopsy reported difficulty manipulating jamshidi needle (carefusion tjm4011 11g 10cm). Difficulty with disengagement and removal as well as reintroduction of introducer portion as well as marrow acquisition cradle. The physician utilized three separate jamshidis during course of procedure, and none operated smoothly as previously accustomed to.